Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 devices were received for evaluation; 6 events were confirmed during testing. 2 devices were found to be affected by an e-box failure. 2 devices were found to be affected by a seized internal component. 1 device was found to be by a missing component. 1 device was found to be affected by a damaged component. 3 devices are available for evaluation but have not yet been received. 1 device was not available to stryker for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device either ran without user activation or experienced a condition in which it was possible to run without user activation. 9 reported events had no patient involvement; no patient impact. 1 reported event had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation. The reported event was not duplicated during testing for 1 device; however, the device was outside specifications. One device was found to be affected by a toggle magnet adhesive failure. There were no remedial actions taken. This device is not labeled for single-use. Correction: two devices were found to have been filed in error. The reported events were not reportable per 21 cfr 803:20.

Event description:
This report summarizes 8 malfunction events in which the device either ran without user activation or experienced a condition in which it was possible to run without user activation. Seven reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.